Event description:
The initial reporter stated: doctor could not see pacer spikes before the qrs. (B)4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).